Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) a few weeks after the ipg was implanted. It was noted that the ipg was fully charged prior to the procedure. As such, the patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Returned ipg, sc-1216 sn: (B)(6) was analyzed, and confirmed through technical evaluation that it passed all tests and exhibited normal operational characteristics. The database revealed difficulty in charging the device, and a review of the charging logs suggests that the user may not have followed the proper instructions, and that a potential misalignment between the charger and the ipg resulted in a lower-than-expected charging current. Therefore, the cause for difficulty charging was likely due to the inability to follow instructions. A product labeling review identified no anomalies. Additionally, the labeling states that the charging distance between the charger and the ipg ranges from 0.5 to 2 cm. Centering the charger directly over the stimulator ensures the shortest charging time. According to the charger handbook, the charger should be well ventilated and properly aligned over the stimulator. If the adhesive patch is misplaced or the charger belt shifts out of alignment, the charger will emit a continuous beeping signal. In such cases, a new adhesive patch should be used or the belt should be readjusted to restore proper positioning. It is important not to confuse the end-of-charge signal, a distinct double beep, with the steady, continuous misalignment alert.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) a few weeks after the ipg was implanted. It was noted that the ipg was fully charged prior to the procedure. As such, the patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information received indicates that the device was not received for analysis, as it was lost in transit. Additional information was received that the device was returned for analysis.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) a few weeks after the ipg was implanted. It was noted that the ipg was fully charged prior to the procedure. As such, the patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information received indicates that the device was not received for analysis, as it was lost in transit.